Event description:
Baxter product surveillance rec'd a report fom a home pt's nurse that the minicap had fallen from their transfer set on 5/4/2006. This event refers to the first of 2 incidents that happened to the home pt. The transfer set was first placed on 3/31/2006 which is also the date that the home pt started peritoneal dialysis. The pt is still traininhg to do their own exchanges. One exchange is done every 2 weeks manually by the clinic, and the home pt is responsible for their own exit site care. There were no antibiotics administered, and therefore, no pt injury or medical intervention associated with this event.